Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury. Customer was not able to provide diagnosis info or any other event details.